Manufacturer narrative:
Additional information has been provided in b5 (event description), including further detail regarding sequence of events and device interaction. Additional codes were added in h6 ( health effect- impact code and type of investigation). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The device was attempted multiple times to be repositioned but was ultimately removed. The device is not available for removal.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the impella cp was inadvertently pulled out during a CT scan. A decision was made to remove the device. The patient remained stable following removal.

Manufacturer narrative:
Investigation summary: no product was returned. Device in wrong position (positioning issue): the cause of the positioning issue was determined to be an unintentional use error as the pump was pulled out of position by the user/patient. Device history lot; device lot: 1955858. Device history batch: subcomponent lot: n/a. Device history review: device (sn: (B)(6)) passed all post sterile inspection checks.

Manufacturer narrative:
E1 added initial reporter phone number as it was omitted from the initial report that was submitted.